Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance within normal limits. The patient will be in continue monitor and to follow up with thresholds regularly. Additional information was received which indicated that this rv lead was explanted and replaced due to impedance and threshold observed to be increasing over time. No additional adverse patient effects were reported.